Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had been having transient low flow alarms, off and on since index admission/implant, mostly in early morning hours upon awakening with urination. Family observed events at home. The patient had been being optimized medically with their recent admission since (B)(6) 2024. A cardiac computed tomography and angiography (ccta) was conducted on (B)(6) 2024 with the results of focal mild kink or web affecting the left ventricular assist device (lvad) tubing along its medial margin, resulting in approximately 30% luminal narrowing. The event log displayed low flows with high pulsatility index (pi) readings. 55 pi events were captured in the event log. The patient was medically optimized at this time, which appeared to have cessation of alarms. As clinical course allows changes would be made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
At the time of low flows, the patient was lightheaded/dizzy and had 2 syncopal episodes.

Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Sectionh1: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed through this evaluation. Additionally, low flow alarms were confirmed through review of the submitted log files. A specific cause for the reported alarms could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.